Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the event was unable to be reproduced by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a surgery, the light source image was flickering. The user finished the case with another device and no patient injury was reported. Based on the information available, the event was not life-threatening, there was no patient harm, and the issue did not necessitate medical or surgical intervention.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.